Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the physician tried to turn off the MRI mode of the implantable pulse generator the programmer did not respond. The device was successfully interrogated. The physician used a different model programmer to turn off the MRI mode and this time was successful. No patient complications have been reported as a result of this event.